Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue could not resolved with troubleshooting. The reporter did not have the meter available at the time of the call.